Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor failed incoming testing and a baseline ECG recording could not be completed. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the inability to complete a baseline ECG recording caused or contributed to the event as the patient received an appropriate shock. Device evaluation of belt sn (B)(6) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation summary: monitor sn (B)(6) and electrode belt sn (B)(6) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing, and ems was called, and resuscitation was attempted. Review of the patient's download data revealed that prior to passing, the patient recevied an appropriate treatment from the lifevest where the arrhythmia could not be converted. At 23:29:48, the patient received the treatment while during ventricular tachycardia (vt) at 230 bpm. The post-shock rhythm was vt at 110 bpm. A non-treatable rhythm was declared by the lifevest at 23:30:11.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor 6/16/2020, electrode belt 8/4/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home and lost consciousness prior to passing, and ems was called, and resuscitation was attempted. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest where the arrhythmia could not be converted. At 23:29:48, the patient received the treatment while during ventricular tachycardia (vt) at 230 bpm. The post-shock rhythm was vt at 110 bpm. A non-treatable rhythm was declared by the lifevest at 23:30:11.